Event description:
This lv lead was implanted on (B)(6) 2010. A call to technical services on 12/27/10 states that patient went to emergency room (ER) due to diaphragmatic stim and rep made it worse. Sounds like may have been medtronic rep. Patient reported having stim in lower bowel and diaphragm moved up. It used to "knock his breath out," "had trouble breathing," "made him exhale. Dr. (B)(6) at (B)(6) decreased output and made it better. However, he is still experiencing stim ~6:50 that lasts ~10-15 min. He said that during that time he feels it on every heart beat, feels like electric shock, stim in left lower bowel area, and shirt pops out. He said that he thought it was due to eating big meal but ruled that out by altering eating schedule over holidays. He said that it is lv lead because md increased rv to max output and he didn't feel any stim. He confirmed that it is not positional. He also confirmed that before lead revision he felt stim other times but since then he only feels stim ~6:50pm. He confirmed that stim was worse before md programmed it down but he still feels it. He said that stim is tolerable but very uncomfortable. Discussed that it could. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).